Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they noticed that their device was warm. The patient stated that they tried turning stimulation down but that did not help and the device was still warm. The patient noted that every once and awhile the area around the device felt like it was getting hard and then softens back up. The patient reported that their grandson had told them that the healthcare professional (hcp) had stated that the incision would be warm after the surgery. The patient noted that they weren't paying attention because they were still sedated from surgery. The patient stated that the incision area was not what was warm but the device itself was warm. The patient noted that they kept ice off and on and was off medications now. The patient was advised to follow up with their healthcare professional (hcp) to have the area around the device and the device checked. No further complications were reported or were expected.